Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) found out that one of the two batteries exhibited evidence of internal degradation resulting in its inability to be fully charged. The second battery did not accept charge and meets minimum requirements for voltage and conductance. The returned batteries measured 7.5 and 12.9 volts direct current (vdc) upon receipt, using the voltage / conductance meter which provides loading to the batteries. 11.5 vdc or higher is typical for discharged batteries of this type. Conductance measurements were not available for the first battery initially, due to the low voltage. After charging for 24.5 hours, the battery voltage readings were similar (7.4 and 13.0 vdc respectively). This demonstrates that one battery will not properly charge and duplicates the reported complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The field service representative (fsr) was dispatched to the customer facility. The fsr removed and replaced both batteries. The replaced part operated according to manufacturer specifications and unit was returned to clinical use. The suspect batteries were returned to the manufacturer for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the centrifugal battery did not hold a charge and did not power the centrifugal pump for more than a minute. The battery gauge was also in the yellow band. There was no patient involvement.